Event description:
During a routine hemodialysis treatment, the operator reported observing air in the arterial and venous lines. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to discontinuation of treatment without rinseback of the pt's blood. Review of the cycler treatment log file confirms that air alarms did occur indicating that the cycler alarmed appropriately. There is no evidence to suggest that a device malfunction occurred. Facility staff were notified and provided add'l operator training. Nxstage medical considers this report closed. No add'l info will be provided.